Event description:
Hyperemetic pt receiving hydration therapy via a luther midline catheter. Catheter was placed after 1 attempt. The pt's physician reported that the pt was admitted to the hosp with thrombosis of the jugular vein he believes was caused by the catheter.